Event description:
It was reported that this pacemaker device exhibited atrial tachy response (atr) mode switch event which occurred due to atrial oversensing of right atrial (ra) noise. Technical services (ts) reviewed and stated that a periodical reduction in ra signal amplitude with atrial undersensing was also noted. The event also showed loss of capture (loc). The right ventricular (rv) lead trend data showed an increasing threshold ranging 3v and intrinsic amplitude showed low amplitude rv signals around 1.4mv. The rv pacing and sensing impedance appeared stable and in-range. Ts recommended to evaluate the position and stability of both ra and rv lead. Ts also suggested troubleshooting options. This device remains in service. No adverse patient effects were reported.